Manufacturer narrative:
A ge representative evaluated the system and adjusted a power supply. The system operates as intended.

Event description:
The customer reported the heat sensor locked up the system. No pt injury was reported.